Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at approximately 15 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise oversensing and inappropriate therapy. Analysis did not find any evidence to support the connection issue noted in the field. Setscrew marks were noted on the terminal pin in the correct location.

Event description:
It was reported that there was oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The physician suspects either an electrode fracture or a connection issue. The noise had been on-going for several years and the inappropriate therapy was from approximately five years earlier. There were also recent stored events. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the noise and signal appear to be involving an electrode issue and suggested obtaining x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the physician opted to perform a total system replacement. Both the s-ICD and electrode were explanted due to the noise oversensing. A new device and electrode were successfully implanted.

Event description:
It was reported that there was oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The physician suspects either an electrode fracture or a connection issue. The noise had been on-going for several years and the inappropriate therapy was from approximately five years earlier. There were also recent stored events. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the noise and signal appear to be involving an electrode issue and suggested obtaining x-rays. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the physician opted to perform a total system replacement. Both the s-ICD and electrode were explanted due to the noise oversensing. A new device and electrode were successfully implanted. The products are expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise for the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The physician suspects either an electrode fracture or a connection issue. The noise had been on-going for several years and the inappropriate therapy was from approximately five years earlier. There were also recent stored events. Boston scientific technical services (ts) was consulted for review. Upon review, ts discussed that the noise and signal appear to be involving an electrode issue and suggested obtaining x-rays. At this time the electrode remains in service and no adverse patient effects were reported.